Event description:
It was reported that the customer had a motor error alarm at the end of the displacement test. Customer was suspicious of an over delivery.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the constant motor error. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.